Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2019 at 3 pm due to high blood glucose levels and diabetic ketoacidosis (dka). It was reported that the customer had high blood glucose levels of 46.0 mmol/l. It was reported that the high blood glucose levels began on (B)(6) 2019 after changing an infusion set. It was reported that the customer experienced symptoms related to the customer's high blood glucose levels included which were positive results in ketones. It was reported that the customer was treated and released at the hospital. It was reported that the customer was using the insulin pump system within forty eight hours of reported high blood glucose event. It was reported that the infusion set was changed on (B)(6) 2019. It was reported that there was an issue with sensor and the sensor failed calibrations which led the customer to change the sensor. Troubleshooting was not completed during the call. Product is not expected to return.